Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that no pacing pulse was detected from the right ventricular lead. The lead did not seem to had dislodged. The patient presented for lead repositioning procedure. During the procedure, the lead helix was unable to be screwed into any area. The physician alleged having a strange feeling while manipulating the lead as it felt different from during the initial implant procedure. Lead anomaly was suspected. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.